Manufacturer narrative:
Date of event was corrected.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause of the valve thrombus is likely related to the patient ceasing their anti-coagulation therapy. However, the edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to manage the sapien xt valve in this scenario. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. (B)(4).

Event description:
As reported through our colombian affiliate, approximately 1 year post implantation of the 26mm sapien xt valve in the mitral position, a thrombus formation on the valve was noted. Echo showed that the valve had a thrombus in one of the leaflets causing moderate regurgitation. The patient had stopped their prescribed anticoagulation medication, patient stopped for 2 days due to bleeding (epistaxis). The medication was restarted and the patient had a thrombolysis procedure x 2 to remove the thrombus. As reported, the patient received a 26mm sapien xt valve inside a preexisting 29mm braile balloon expanding transcatheter biological valve in the mitral position. At the moment, the patient is treated with anticoagulation.